Event description:
It was reported that the protect paper was falling off before application, so the catheter couldn't be fixed. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. It was reported that the protective paper was falling off before application. As no samples were returned a thorough product evaluation could not be carried out. If the samples become available then these complaints will be reassessed. The reported issue may be caused by the surface characteristics of the carrier paper. We have not been able to confirm a relationship between the event and the devices or identify any definitive root causes. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.